Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to stress urinary incontinence, rectovaginal fistula repair, and biodesign graft for repair of rectovaginal fistula. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion of the mesh the patient experienced pain, infection, urinary problems and dyspareunia.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.